Manufacturer narrative:
(B)(4). The date of onset of the peritonitis event was on an unreported date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis event was unknown. On an unreported date, in the same month as the onset, the patient was hospitalized for the peritonitis event. The treatment and outcome of the peritonitis event were not reported. On an unreported date, it was reported that the patient was discharged from the hospital without antibiotics. The pd therapy was ongoing. No additional information is available at this time.